Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow up visit, this device and right ventricular (rv) lead revealed a rise in shock impedance greater than 120 ohms. An x-ray was performed and confirmed that the lead was placed in the clavicle and a clavicular crush had occured. A shock test maybe performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance measurement continued to be above 125 ohms for many months. Therefore, the physician programmed tachy therapy off. The patient was recently brought in for dizziness and episodes of noise resulting in pacing inhibition were noted when the patient was sleeping. The physician was unable to reproduce the noise. Boston scientific technical services (ts) reviewed the device data and confirmed one out of range pacing impedance measurement greater than 2000 ohms. A revision procedure has been scheduled. Upon opening the pocket, it was noted the header was partially separated from the can. As a result, the device was explanted. It was indicated this device was implanted subpectorally. The lead was tested and found to be appropriate. Therefore, the lead remains implanted with the new device. No adverse patient effects were reported.